Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. Approximate age of device ¿ 2 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct correlation between the device, and the reported events could not be conclusively established through this evaluation. No product is available for investigation. A review of the device history records revealed the device met applicable specifications the heartmate 3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during implantation and the weaning off bypass the patient experienced recurrent right heart failure and right ventricular dilatation. It was reported that the clinician decided to implant a right ventricular assist device (rvad). It was reported that there was an abutting of the inflow canula and adjustments were required. Due to coagulopathy, the bypass was reportedly discontinued until a later date. The patient was reported to have been decannulated on (B)(6) 2017. The patient received 2 units of packed red blood cells and 2 units of platelets on (B)(6) 2017 due to low hemoglobin, meeting study requirements for major bleed.